Manufacturer narrative:
The last calibration was done on (B)(6) 2020 and was acceptable. The qc recovery was acceptable the investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service engineer found the sample probe was misaligned causing the tip to touch the side of tube. He adjusted the sample probe mechanism and verified all other system adjustments. He ran performance testing and the customer ran qc.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample from the cobas 6000 e 601 module. The initial result was 0.1 miu/ml with a data flag and was reported outside of the laboratory. They got a call from the clinician questioning the result, so it was pulled and repeated with a result of >10,000 miu/ml with a data flag. A new sample was drawn from the patient and the result was 67701 miu/ml. The reagent lot number was 45406005 with an expiration date of 31-may-2021.